Manufacturer narrative:
Manufacturer's investigation conclusion: there was an incidental finding of damaged lcd and loose housing blocks within console. The reported event of the centrimag system fully stopping was not confirmed; however, damage to the centrimag console that may have contributed to the reported event was confirmed. The returned centrimag console (serial number (B)(6) was tested at the european distribution center. The console was attempted to operate with the returned centrimag motor (serial number (B)(6) and a test centrimag motor; however, no motors were recognized by the console. The console¿s housing was opened, and a burning smell emitted from near its power supply pcb. Since 1st generation centrimag consoles are no longer able to be fully repaired, the console was scrapped per procedure (after approval customer service). The root cause of the reported event was unable to be conclusively determined through this analysis. Although the reported event of the system fully stopping was unable to be reproduced, the observed damage (¿burning smell¿) to the console¿s power supply pcb may have contributed/caused the issue to occur. Review of the device history record for centrimag primary console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. Section 9.3, entitled ¿recommended preventive maintenance¿ within the centrimag primary console operating manual instructs users regularly inspect the condition of the centrimag console, and to return to the console for servicing if any damage is observed. Section 10, entitled "emergency/trouble shooting" of the centrimag primary console operating manual, states: "the recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Full reporter address line 1: (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient experienced flows below the minimum. The battery indicator went from fully charged and fell to minimum and the pump speed display dropped to zero suddenly. The system was replaced.